Manufacturer narrative:
On 3/25/2020, a manufacturing record evaluation was performed for the finished device 6415389 number, and no non-conformances were identified. In addition, the actual manufacturer site phone is (B)(4) and the initial reported was the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 350cc and suffered from uneven look, many health conditions such as skin rashes, chronic inflammation, circulation issues, skin discoloration, fatigue, breast pain. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.